Event description:
A nitrospray regular plus, cyrosurgery unit was used by the lpn. Nurse filled the unit that was involved in a leaking incident, nurse then reached for the unit to lift it from a stationary position when the o-ring blew and exposed their hand to liquid nitrogen gas. The incident resulted in the lpn experiencing a burning sensation which was accompanied by numbness to the hand. No medical treatment was required after the incident had occurred, there was no blistering involved and no follow up treatment necessary. The lpn was wearing thin latex gloves at the time of the incident.